Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon review, the right ventricular lead exhibited low defibrillation impedance. Programming changes were discussed but not implemented. The patient was in stable condition.